Event description:
Underdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 1900, the pump was programmed to deliver 25000 units of heparin in 250ml at a rate of 0.1ml/hr instead of the intended rate of 11 ml/hr. After an unspecified amount of time, the error was noted and the therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional info was provided.